Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (284 mg/dl) with high levels of ketones. The customer administered a correction via manual injection. After reverting to manual injections for insulin therapy, it was reported that the malfunction alarm reoccurred multiple times. Reportedly, the customer has manual injections and a replacement pump available as alternate insulin therapy.